Event description:
Related manufacturer reference number: 2017865-2023-16338. It was reported that the patient presented in clinic for follow-up with intermittent dizziness. It was noted that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. It was also noted that the right ventricular exhibited intermittent capture. The lead was explanted and replaced. The patient condition was stable.